Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise which could be reproduced with isometrics. On (B)(6) 2015 the physician elected to cap and replace the lead. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the right ventricular lead had also exhibited a fracture and insulation anomaly.